Event description:
The customer contact reported that during testing at the user facility, it was noted that channel b of the device door roller was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found channel b of the device door pin was broken and the door roller missing. Further testing found channel b of the device had unrestricted flow. This was due to the broken device door roller pin and the missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow. The probable cause for the missing device door roller and broken door roller pin was leaving the door assembly in the open position exposing the door roller pin and door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.